Event description:
It was reported that during a tips procedure (off-label use) the guidewire got caught in the inner catheter and couldn't advance the stent. The delivery system was removed and the doctor was able to deploy the stent outside of the pt. The doctor replaced with a 10x6 stent and was able to deploy stent without further complications being reported.